Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.